Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was in the hospital for non-insulin pump related issues. Customer was having issues with insulin pump and was not using pump. Customer was requesting supplies. No further information provided.